Event description:
It was reported that the patient was unsure if the cannula was properly seated in the infusion site. Upon inspection it appeared that the cannula was bent and that the needle was still visible, indicating it did not retract back into the pod as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The device was received with the needle retracted. Investigation of the device of the needle deployment system showed no evidence for the needle not being retracted. Reset plus relaunch of the needle deployment system showed no evidence of or abnormalities that would contribute the needle not being (fully) retracted. The cause of the reported needle failing to retract could not be determined. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The download data did not show any timeouts or drive stalls during the run.